Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.

Event description:
Customer reports they used the ventrax¿device during an ablation on a friday afternoon. The patient returned to the ER on monday with shortness of breath. They said there was a damaged leaflet of the aortic valve. They said he also used an ablation catheter contra laterally and wasn't sure what really caused the damage. They did not keep the catheter or packaging because they were not aware of any issues day of procedure.the patient required a valve replacement to repair the damage. They have currently been discharged.